Manufacturer narrative:
D11: concomitants: 1658139 (B)(6) - three peg patella 35mm. 1581778 (B)(6) - cemented finned tib. Tra sz 5f/5t. 8608849 (B)(6) - optetrak asy, ps cemented femoral, sz 5. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 144 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, extensive osteolysis, bone loss, extensive synovitis, extensive wear of polyethylene liner, mechanical loosening, extensor mechanism disruption, pain, swelling, and joint stiffness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions the reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided.